Event description:
The physicians wanted to detach the penumbra coil with dh1 detachment handle however, the coil would not detach after several attempts. The proximal end of the coil pusher assembly stuck inside the handle. The physicians changed the handle out for a new one however, they still experienced difficulty detaching. They were eventually able to detach the coil, but could not remove the pusher assembly from the handle because again, it was stuck. They used a third handle successfully and without issue. This MDR is associated with MDR 3005168196-2012-00206.

Manufacturer narrative:
Device investigation: results: there is some staining inside the throat of the detachment handle. There are no other visually observable defects. The unit was tested using the production test fixture, which measures the throw distance and pull force. The detachment handle actuated correctly and passed for both throw distance and pull force. The detachment handle is fully functional. It appears, based on the staining at the throat, that the physicians forced the proximal end of the coil pusher assembly too deep into the handle. This will cause the handle to jam and not function correctly. The manufacturing records for this lot were reviewed and revealed no outstanding discrepancies, quality, or design concerns.